Manufacturer narrative:
(B)(4). This lot was manufactured from 03 oct 2014 through 09 oct 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap iodine sponge was dry. This was noted before use for peritoneal dialysis. There was nothing unusual noted with the overpouches or shipping cartons that could have caused or contributed to the event. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 10 of 10.